Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2014, at 11:45 a. M. The patient manages his diabetes with an insulin pump and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, 1-2 days after the alleged issue occurred, he developed symptoms of ¿frequent urination, vomiting, and thirsty¿. From (B)(6) 2014, the patient stated he was admitted into the hospital and his blood glucose was tested throughout his stay with an ER/hospital meter. The patient did not provide the actual readings obtained with the other device but stated it was ¿high between 200-300 mg/dl¿. The patient stated a health care professional (hcp) would treat him with insulin (novalog; unknown dosages). At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.